Manufacturer narrative:
Onsite investigation was performed. According to information provided in service report the issue was not reproduced during onsite visit and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Reported technical error indicates a turbine module failure and that the turbine has stopped. Unfortunately, the device's logs have not been available for the further analyze of the issue. Our conclusion is that no malfunction of the ventilator has been found.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #:(B)(4).